Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified iliac vein. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. The balloon was first inflated at rated burst pressure for 1 minute. However, during second inflation, the balloon ruptured. The device was removed and a pinhole was noticed near the marker. The procedure was completed with another of the same device. No patient complications were reported.